Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152504.

Event description:
Voluntary medwatch received states the right atrial lead was presenting sensing issues, so it was explanted.